Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported catheter fracture, material separation, migration and difficult to remove issues as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2020, patient underwent bard MRI powerport single lumen implantable port placement procedure for administration of chemotherapy to treat his hodgkin's lymphoma. Approximately one month and twenty-five days post a port placement, the port catheter fractured and migrated. It was further reported that the defective port was removed and the catheter was not retrievable after first attempt. However, the retained catheter fragment was removed through a second procedure and was successful. However, the current status of the patient was unknown.